Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure (batch no. C91761) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hirsutism ("increased hair"), irritability ("irritable"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), raynaud's phenomenon ("raynaud's syndrome"), irritable bowel syndrome ("ibs"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), alopecia ("hair loss"), weight increased ("weight gain"), diplopia ("double vision"), vision blurred ("blurry vision worsening"), endometriosis ("endometriosis"), back pain ("lower back pain"), neck pain ("neck pain"), musculoskeletal pain ("shoulders pain"), abdominal pain ("abdominal pain") and ovarian cyst ("reoccuring cysts"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on 22-sep-2017. At the time of the report, the pelvic pain, genital haemorrhage, hirsutism, irritability, vaginal haemorrhage, irritable bowel syndrome, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, migraine, headache, nausea, alopecia, weight increased, diplopia, vision blurred, endometriosis, neck pain and musculoskeletal pain outcome was unknown, the cystitis, vaginal infection, menorrhagia, raynaud's phenomenon, abdominal pain and ovarian cyst had resolved and the back pain was resolving. The reporter considered abdominal pain, alopecia, back pain, cystitis, diplopia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, hirsutism, irritability, irritable bowel syndrome, menorrhagia, migraine, musculoskeletal pain, nausea, neck pain, ovarian cyst, pelvic pain, raynaud's phenomenon, tooth disorder, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 49.887 kgs. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received:the event increased hair,irritable,bladder infection,vaginal infection, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia),raynaud's syndrome,irritable bowel syndrome, dental problems,dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, migraines,headaches, nausea,hair loss, weight gain,double vision, blurry vision,endometriosis,back pain,neck pain,shoulder pain,abdominal pain,ovarian cyst,essure confirmation test not done added.reporters,lot number added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure (batch no. C91761) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". On (B)(6)2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hair growth abnormal ("increased hair"), irritability ("irritable"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), raynaud's phenomenon ("raynaud's syndrome"), irritable bowel syndrome ("ibs"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), alopecia ("hair loss"), weight increased ("weight gain"), diplopia ("double vision"), vision blurred ("blurry vision worsening"), endometriosis ("endometriosis"), back pain ("lower back pain"), neck pain ("neck pain"), musculoskeletal pain ("shoulders pain"), abdominal pain ("abdominal pain") and ovarian cyst ("reoccuring cysts"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed o (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, hair growth abnormal, irritability, vaginal haemorrhage, irritable bowel syndrome, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, migraine, headache, nausea, alopecia, weight increased, diplopia, vision blurred, endometriosis, neck pain and musculoskeletal pain outcome was unknown, the cystitis, vaginal infection, menorrhagia, raynaud's phenomenon, abdominal pain and ovarian cyst had resolved and the back pain was resolving. The reporter considered abdominal pain, alopecia, back pain, cystitis, diplopia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, hair growth abnormal, headache, irritability, irritable bowel syndrome, menorrhagia, migraine, musculoskeletal pain, nausea, neck pain, ovarian cyst, pelvic pain, raynaud's phenomenon, tooth disorder, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 49.887 kgs. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of ptc update incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding (general)') and post procedural haemorrhage ('started spotting lightly post op') in a 23-year-old female patient who had essure (batch no. C91761) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's medical history included parity 3 and irritable bowel syndrome. Concurrent conditions included body mass index normal. Concomitant products included armodafinil (nuvigil), cyclobenzaprine, ferrous sulfate, hydrocodone, ibuprofen, ketorolac, metaxalone, methocarbamol, naproxen, oxycodone and promethazine. On (B)(6) 2015, the patient had essure inserted. In june 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and fatigue ("fatigue/tired"). In january 2016, the patient experienced raynaud's phenomenon ("raynaud's syndrome"), irritable bowel syndrome ("ibs") and tooth disorder ("dental problems"). In may 2016, the patient was found to have weight increased ("weight gain/20lbs or more heavier"). In may 2017, the patient experienced cystitis ("bladder infection") and vaginal infection ("vaginal infection"). In june 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hair growth abnormal ("increased hair"), irritability ("irritable"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), diplopia ("double vision"), vision blurred ("blurry vision worsening"), endometriosis ("endometriosis"), back pain ("lower back pain"), neck pain ("neck pain"), musculoskeletal pain ("shoulders pain"), abdominal pain ("abdominal pain"), ovarian cyst ("reoccuring cysts"), arthralgia ("pain hips/joint pain"), pain in extremity ("pain fingers/turned purple and hurt"), polycystic ovaries ("multiple cysts on my ovaries"), swelling ("my swelling is down and staying down"), asthenia ("weak"), fear ("scared/feeling terrible"), dizziness ("dizzy"), skin discolouration ("turned purple and hurt"), scar ("scar tissues"), abdominal discomfort ("something is yanking my belly"), gait disturbance ("hard to walk"), depression postoperative ("depression after hysterectomy/mental things going on"), hypothyroidism ("hypothyroidism"), abdominal distension ("my ebelly is going down/its been years and I have looked pregnant"), anaemia ("anemia"), procedural pain ("sharp pains 1 week post op") and post procedural haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, cystitis, vaginal infection, menorrhagia, raynaud's phenomenon, migraine, abdominal pain and ovarian cyst had resolved, the genital haemorrhage, hair growth abnormal, irritability, vaginal haemorrhage, irritable bowel syndrome, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, headache, nausea, alopecia, weight increased, diplopia, vision blurred, endometriosis, neck pain, musculoskeletal pain, arthralgia, pain in extremity, polycystic ovaries, asthenia, fear, dizziness, skin discolouration, scar, abdominal discomfort, gait disturbance, hypothyroidism, abdominal distension, anaemia, procedural pain and post procedural haemorrhage outcome was unknown and the back pain, swelling and depression postoperative was resolving. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, alopecia, anaemia, arthralgia, asthenia, back pain, cystitis, depression postoperative, diplopia, dizziness, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fear, gait disturbance, genital haemorrhage, hair growth abnormal, headache, hypothyroidism, irritability, irritable bowel syndrome, menorrhagia, migraine, musculoskeletal pain, nausea, neck pain, ovarian cyst, pain in extremity, pelvic pain, polycystic ovaries, post procedural haemorrhage, procedural pain, raynaud's phenomenon, scar, skin discolouration, swelling, tooth disorder, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.9 kg/sqm. Concerning the injuries reported in this case, the following one was reported via social media: swelling, arthralgia, asthenia, pain in extremity, dizziness, pain hips, pain fingers, scared, dizzy, turned purple and hurt, scar tissues and something is yanking my belly and hard to walk. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and social media received. Events added from pfs: multiple cysts on my ovaries. Events added from social media: pain hips, pain fingers, my swelling is down and staying down, scared/ feeling terrible, weak and dizzy, turned purple and hurt, scar tissues, something is yanking my belly and hard to walk, depression after hysterectomy/mental things going on, hypothyroidism, my ebelly is going down/its been years and I have looked pregnant, anemia, sharp pains 1 week post op, started spotting lightly post op. Event outcome of events migraine and pelvic pain was updated from unknown to recovered/resolved and swelling recovering/resolving. Events onset dates were added. Medical history was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (plaintiff had surgery to remove the essure.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.